Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that immediately after the implant procedure, a fluoroscopy confirmed that the atrial lead had dislodged and fallen into the patient's ventricle. The doctor reopened the pocket and repositioned the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.